Event description:
Reference number (B)(4) event occured in the united states this emdr is being submitted for an unknown number quantity it was reported that the patient faced multiple bent cannulas events on (B)(6) 2026. The blood glucose level was 230 mg/dl. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.